Event description:
It was reported that this electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. The patient was then seen in the hospital. Review of stored device memory noted several untreated episodes were stored beginning five months ago due to oversensing of noise. Additionally, low signal amplitude measurements were observed. Technical services (ts) discussed troubleshooting options and the option of obtaining x-rays. Noise was able to be reproduced with patient isometrics, and periods of undersensing was observed during manipulations. X-rays were taken and noted a possible tight bend in the electrode at the header exit point. An electrode fracture was suspected, however, was difficult to confirm based on the image resolution. Ts recommended electrode replacement. The patient was admitted to the hospital. Surgical intervention was undertaken eight days later. The electrode was part of a system explant and replacement with a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.